Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the lancet(s) from her onetouch lancing device (mini lancer) does not fully penetrate. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2010. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 between 9:30pm and 10:00pm. The patient stated she was not taking any diabetes medications at the time of the alleged issue. It is not known if the patient made any changes to her diabetes management regimen due to the alleged issue. The patient stated she was not experiencing any symptoms. Per the cca documentation, the patient was admitted to the emergency room (ER) due to the lancing device issue. The patient stated she was given insulin (type and dose unknown) in the ER and was tested using the ER/hospital meter with a reading of "183 mg/dl" on the same day of the alleged issue. At the time of troubleshooting, the cca verified the patient had been using the lancing device for about a year and there was no misused of the product. The cca reviewed the technique used to collect the blood sample; however the alleged issue was not resolved. Replacement products were sent to the patient. The mss was not able to confirm whether the patient developed any diabetic symptoms or whether she was able to use the subject meter due to the alleged issue . Therefore, this complaint is being reported because the patient claims she was unable to use the lancing device to test her blood glucose and reportedly received hcp treatment after the alleged meter issue began.